Event description:
The customer called technical support (ts) reporting that the device fails the electrical safety on the back of unit only. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he has cleaned loctite off of the o2 inlet bolts and verified they work in another unit and is still failing electrical safety when installed in this unit. Verified there is no loctite in the threads of the flow sensor assembly. Electrical safety passes if contacting the ground wire on the body of the flow sensor assembly. Electrical safety will pass if he presses down on the flow sensor assembly, but goes back to 12 ohms when he is not pressing down. The rse advised to call parts and request a replacement flow sensor under warranty. A field service engineer (fse) was also dispatched for service. The customer had worked preventative maintenance (pm), and ordered new flow sensor when he discovered the existing one was bad. The new flow sensor was damaged when he received it and is looking to have another shipped. It was noted that a new part was ordered but then found it was not needed. The fse received a return tracking number and rml from customer. No onsite visit needed. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.